Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system connection to the y-seat was broken. This was found with 3 separate catheters before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the package was opened, it was found that the connection between the extension tube and the y type seat was broken."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-05-28. H6: investigation summary a device history review was conducted for lot number 0297928. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to aid in our investigation. Analysis of the provided device allowed our engineers to identify a break in the tubing that displays characteristics that are consistent with contact from a blunt object. Thereported issue has been confirmed. A through evaluation of the manufacturing facility was also conducted but no obvious sources of this kind of damage were found. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review; as a precautionary measure our faculty has moved away form automated packaging of this device, and will continue to track and trend for this issue.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system connection to the y-seat was broken. This was found with 3 separate catheters before use. The following information was provided by the initial reporter, translated from chinese to english: "when the package was opened, it was found that the connection between the extension tube and the y type seat was broken".